Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a missing component, stating their adc device was missing the charging adapter/yellow cable. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Paramedics were called and who upon their arrival administered oral glucose to the customer. No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.